Event description:
Boston scientific received information that this right atrial lead was found dislodged during a procedure to upgrade the patient's pacemaker for normal battery depletion. The lead was capped and replaced with a new right atrial lead. There were no adverse patient effects reported as a result of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.